Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and de generative disc disease/herniated disc pain. It was reported that the didn¿t feel like their therapy really helped them. They stated that they never got support for their device by a manufacturer representative (rep) or healthcare provider (hcp). The patient stated that their device ended up running down and they realized at that point it ¿wasn¿t making any difference on their pain¿. The patient stated that this was over 2 years ago. The patient also noted that they had to have stimulation so high that they couldn¿t stand up straight. The patient stated that their feet were no better with the therapy. The patient stated that they decided to just shut it off and kept if off since it wasn¿t doing them any good. The patient indicated that they needed help finding a rep to help them with their device so they could have an MRI. The event date was asked but was unknown. No further complications were reported/anticipated. Additional information was received from the patient. It was reported that no steps were taken to resolve the issue. Patient reported they would be having their device removed.